Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coi] had a break at the terminal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the helix extended after 10-20 turns for the first two placement attempts. However, during a third placement attempt, the helix would not extend after greater than 30 turns. The lead was attempted, but not implanted. Another lead was implanted. No adverse patient effects were reported.